Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that she had many complications due to diabetes and other health issues. It was stated that the customer had a heart attacks and a stroke plus other medical problems. No further info was provided.